Event description:
Customer reported tubing broke in half during an infusion. Diprivan was infusing. The pump alarmed for air and the nurse removed the set from the pump to visualize any air. The inner chamber split as it was removed the tubing was clamped. A new infusion set was started. The tubing was less than 12 hours old (diprivan is a fatty emulsion and requires tubing change every 12 hours). There was no pt harm reported and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.